Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 64 mg/dl. Customer ingested juice and sugar to address low bgs. Customer working with their health care provider (hcp) to adjust their basal rate setting. Customer declined to further troubleshoot and stated that they will contact hcp regarding setting adjustment.